Manufacturer narrative:
The device was received for evaluation. During evaluation, it was observed that the display of the unit was not functioning correctly. It appeared to have an imprint of a previously run infusion while displaying the current use information. The reported condition was verified. The cause of the reported condition was a worn out display. To resolve this issue, the front panel assembly lvp was needed along with a door to door o ring. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a ¿burnt in display¿. It was unspecified at which process step this issue occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.